Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hypoglycemia of 40 mg/dl, and her mother provided 15 ke as treatment and monitored her throughout the night. Mother detected numerous bolus entries of 5-15 iu in the infusion device. Some entries were minutes apart, and there was a total of 140 iu programmed during that time. Customer's blood glucose was 285 mg/dl the next morning, and her mother took her to the hospital. She did not receive treatment at the hospital but was taken off the infusion device. Mother reported she cannot exclude the customer disconnected the infusion set and delivered the boluses, but she also believed the infusion device could have generated the entries by itself. The infusion device was evaluated, and no malfunction was identified.